Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. An attempt to duplicate the failure mode was not made because at the time there is no inventory of the involved product code available at the facility nor is any being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The customer complaint cannot be confirmed and no corrective actions can be implemented since the product sample is not available to perform a proper investigation and to determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while surgery was being performed that required a capio slim suture capturing device, the thread of the suture for the capio kept breaking when used on the patient. We had opened 4 suture/bullet packets and each thread was breaking upon use. There was no patient harm.